Event description:
It was reported that 4 years post-operatively two xia 3 blockers at left and right l2 migrated out of position. Revision surgery was performed. This report captures the first blocker at left l2.

Manufacturer narrative:
Device has been received and section d has been updated.

Event description:
It was reported that 4 years post-operatively two xia 3 blockers at left and right l2 migrated out of position. Revision surgery was performed. This report captures the first blocker at left l2.

Event description:
It was reported that 4 years post-operatively two xia 3 blockers at left and right l2 migrated out of position. Revision surgery was performed. This report captures the first blocker at left l2.

Manufacturer narrative:
A visual inspection was performed. Chatter witness marks are observed on the underside of the blocker. No rod deformation witness mark is observed. Lack of rod deformation witness mark indicates that the blocker was not fully engaged or tightened onto the rod. Chatter marks also indicates that the blocker was not properly tightened onto the associated rod. Lack of rod deformation mark on the bottom of the blocker may indicate that the rod was not properly oriented in the screw tulip during final tightening. Device history records were reviewed for the corresponding lot and no relevant issues were identified. Complaint history record review was performed for this lot and subject catalog number, and no adverse trends were observed. The customer reported an event of a xia 3 titanium blocker main body migration post-op which was confirmed via correspondence with field and visual inspection. Initial report states that the primary surgery was performed on (B)(6) 2017. L2-l4 were fixed with xia 3. The left and right side of the l2 set screw popped out, so a revision surgery was performed. It was further reported via follow up communications that the xia 3 torque wrench and anti-torque key were both used for final tightening. It was reported that the rod was fully reduced before tightening and that the angle was not difficult and surgeon did not apply excessive force. It is unknown if the torque wrench is regularly lubricated. The most likely cause of the reported event was determined to be under tightening of the blocker during final tightening during the initial procedure. Improper placement of the rod in the screw tulip head may also have contributed to event but could not be confirmed without x-rays.